Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that increased supply usage occurred after daycare staff incorrectly deployed infusion sets or failed to attach the infusion set connector, leading to wasted sets and concern about running out of supplies; blood glucose was not affected, and no alerts or alarms occurred. Symptoms included no adverse clinical effects. Outcomes included replacement supplies arranged with expedited shipping. Investigation included complaint review and user troubleshooting and education. Investigation of this case revealed user technique issues related to infusion set deployment and connection, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.